Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged skin breakdown and/or hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 27-dec-2021, the following information was reported to kci by the patient's family member: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to skin on neck starting to break down. On 10-jan-2022, the following information was reported to kci by the home health representative: the patient was discharged from home health services on (B)(6) 2021 at patient's request. On 14-jan-2022, the following information was reported to kci by the nurse: the patient was noted to have been hospitalized on (B)(6) 2021 and discharged (B)(6) 2022 with no further information. On 01-dec-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On 17-dec-2021, the device was placed with the patient. On 05-jan-2022, the device was tested per quality control procedure by a kci service center and passed. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided, it was determined that this event did not cause or contribute to death, serious injury or medical intervention to prevent harm and a malfunction likely to cause death or serious injury was not confirmed. Therefore, this event is considered not reportable.

Event description:
On 18-jan-2022, the following information was reported to kci by the physician: the area of reported skin breakdown was localized to the v.a.c.® drape area and healed without medical or surgical intervention. There was no tissue breakdown, just redness, and the physician did not want to take the chance on the site getting more irritated.